Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported an incomplete capsule after femtosecond laser cataract treatment which resulted in a posterior capsule tear of the left eye. The reporter indicated that the tear was not observed until irrigation/aspiration (I/a) was started. Add'l info from the reporter indicated the capsular bag was found to be loose at the beginning of phacoemulsification and a capsular tension ring was inserted in before irrigation/aspiration (I/a) was finished. Reporter indicated the case was completed without further complications and the intended intraocular lens was implanted.